Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the handle cannula became detached when the snare was actuated. The procedure was completed with another profile snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that the handle cannula was detached. The unit does not have the shape of a correctly attached cannula or any evidence to show it was correctly assembled. The complaint was confirmed. The root cause for this complaint was determined to be supplier manufacturer. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the handle cannula became detached when the snare was actuated. The procedure was completed with another profile snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.